Manufacturer narrative:
Investigation summary: customer runs qc daily and qc was assayed before and after the event. Qc was run in primary mode. Per product labeling, qc should be performed using patient or commercial controls in both, primary and secondary modes at intervals established by the customer's lab. A field service engineer (fse) was dispatched to the customer's lab on 10/27/06. The fse replaced a blood sample valve (bsv) and ran startups, oc, patient samples, and mode to mode recovery; all results were within expected ranges. The fse verified repair per established procedures; results meet published performance specifications. The fse was dispatched to the customer's lab again on 11/01/06 as customer called regarding the same problem. The fse replaced the bsv actuator. The fse ran qc and verified mode to mode recovery; results were within expected parameters. The fse verified repair per established procedures; results meet published performance specifications. The bsv actuator may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding a difference in hemoglobin (hgb) results between primary and secondary modes on the maxm with autoloader analyzer. Per customer, the difference in hgb results was 1 to 2 grams and there was a report where the difference was up to 3 grams. The actual hgb results were not supplied. The customer noticed the difference in hgb results and the incorrect results were not reported out of the lab. Based on available information, there was no affect to patient treatment as a result of this event.